Manufacturer narrative:
Manufacturing site evaluation: samples received: 8 trail inserts were provided for investigation. Analysis and results: the trial inserts show several damages around the long holes, which appear to have occurred due to incorrect placement of the forceps. The forceps may have slipped out of the long holes leaving the damage. There are no other complaints on file for this product/issue, therefore a systematical error in manufacturing and in materials has been excluded. Final conclusion: complaint is not justified. The failure is user related. Corrective/preventive actions: there are no safety problem and all the regulatory requirements have been met.

Event description:
Intra-operative feathering burr in long hole when applying with forceps and fragments were breaking off. Fragments may remain in patient. No harm to patient, no delay to procedure reported.